Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents were implanted in the lad. It is reported that a lateral branch occlusion occurred during the procedure. A myocardial infarction occurred on the same day as the index procedure and was treated with balloon ptca of a non-target vessel. The investigator has indicated the event was definitely related to the study device. The outcome was successful.

Event description:
Balloon only revascularization of the target vessel was conducted on the same day as the index procedure. The investigator has assessed that the event was definitely related to the study device and the outcome of the procedure was successful.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi, occlusion).